Event description:
It was reported that a pt came back on a six month follow-up on a breast biopsy. The collagen plug that was deployed into the biopsy site had expanded within the pt's breast. The physician reported that an ultrasound was performed on the pt to reveal that an expanded collagen plug had swelled to appear to be a "mass." Only an image has been performed.

Manufacturer narrative:
Date sent: 03/09/2009. Info is unavailable; device was not returned for evaluation.